Event description:
The user facility reported that during a diagnostic colonoscopy, the video image was completely lost. The procedure was completed with a different, but similar device. There was no patient injury and no further information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation duplicated the user's report of the video image flickering and blacking out intermittently following testing the device for several hours. There was evidence of fluid invasion in the endoscope connector and the control body unit, which likely caused the reported phenomenon. The source of the fluid was most likely due to user mishandling, as the device passed leak testing. This report is being filed as an MDR in an abundance of caution.